Manufacturer narrative:
Typographical error was corrected in section d4.

Event description:
A supplemental report is being submitted to make model number correction in section, d4.

Manufacturer narrative:
The device remains within the patient, no portion of the device was reported available. The alleged detachment issue and incident as described could not be confirmed. If any portion of the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies device migration as potential complication associated with use of the device. The lot number was not provided; therefore, the device history records could not be reviewed and a lot history trending review could not be performed. Additional information has been requested.

Event description:
As reported, an aneurysm rupture was treated. A web 10 x 5 was desired however, that size was not available. A 10 x 6 was used. It was reported to look fine however, the web migrated after the case was completed and the patient had a stroke. The stroke was treated and the patient was reported stable. Additional information has been requested.